Manufacturer narrative:
(B)(4). Investigation summary: the device was received jaws stuck close with the a piece of tissues within the jaws. In addition, the upper jaw was damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a robot-assisted radical cystectomy, the jaws became not to open when the device was used to peel the vesicoprostatic adhesion. As the device was clamping the tissue, the sealing margin was dissected with a s electric knife and the device was removed from the patient. The hinge part of the jaw was damaged. The patient's tissue was stiff due to an effect of radiation. No broken pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.